Event description:
It was reported that the patient recently started weight training. The patient noticed that when "muscles were fatigued" she felt the amplitude stronger and it was "going fast" or "speeding up." This occurred specifically when doing "squats." It was indicated that the physician approved the weight training program. The implantable neurostimulator was implanted in the upper buttocks area. Additional information has been requested, but was not available at the time of this report.

Event description:
Additional information received indicated the patient did not have concerns with her device. The patient received assistance from her healthcare provider (hcp) on (B)(6) 2012 and her concerns were resolved.

Manufacturer narrative:
Product ID 3093-28, lot # v906472, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).